Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a homechoice cassette leaked during peritoneal dialysis therapy. This issue was noticed during drain two of five. There was no patient injury or medical intervention associated with this event. No additional information is available.